Event description:
A customer contacted beckman coulter, inc. (Bci) regarding elevated troponin (accu tni) results that were generated by the synchron lx I 725 instrument for two (2) patient samples. Patient a: an initial result of 1.24ng/ml was reported out of the lab. The original sample was retested for accu tni and the repeated result was 0.02ng/ml. Patient b: an initial accu tni result was 0.16ng/ml. The original sample was tested for accu tni on a different instrument in the customer's lab and results of: 0.01ng/ml, 1.59ng/ml and 0.02ng/ml were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications before and after the event. No flags or error codes were associated with this event. The samples were collected in plastic, bd sodium heparin tubes with gel and were centrifuged at 3,500 rpm for 8 minutes at ambient temperature. Customer stated that sample from patient b was a short draw, and they believe this is the likely root cause for the erroneous results. A field service engineer (fse) was dispatched to the customer's lab: the fse conducted diagnostic testing with passing results. The fse performed a major preventive maintenance (pm) to the instrument which was due. Upon completion of the pm, the fse ran diagnostic testing again and results were within specifications. The fse verified the instrument per established procedures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report. Cf071116-079.